Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an infusion/aspiration failure during a procedure. It is suspected the tubing may have hole as the infusion pressure was unable to elevate. The condition was resolved after replacing the product with another product. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
This is the seventh complaint for the finish goods lot; however, the first for this issue. The device history record review shows the order was built and released per specification. The returned wet but not surgically used sample was visually and functionally tested and the issue was confirmed, lack of solvent was found at the tubing connection at the blue connector which caused the sample to leak and fail priming. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. The supplier was notified and an action has been opened to document the investigation and associated corrective action(s) relating to this issue. Samples have been sent to the supplier for additional analysis. The manufacturer internal reference number is: (B)(4).